Event description:
During an elective pci to treat a stenosis in the lad (lesion characteristics unk), the stent had been placed in the stenosis and the device ready to be inflated- the crack was discovered during negative pressure, where air bubbles appeared in the system. The sds was retracted and replaced with a new one, which worked without any problems. The procedure time was prolonged because of the incident. No anomalies were noted when the device was taken out of the package. The device was not pulled from the packaging by the hub. The device prepped normally. There was no pt injury. During an elective pci to treat a stenosis in the lad, after an indeflator placed in the hub, the nurse was about to retract, when she discovered a crack in the hub. The sds was retracted and replaced with a new one, which worked without any problems. The procedure time was prolonged because of the incident.

Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet complete. Add'l info will be submitted within 30 days of receipt.